Event description:
The philips fse reported that this heartstart xl defibrillator failed ot power on as a result of a defective energy select/therapy/optical switch. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.